Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a run of ventricular tachycardia (vt) in the emergency room. Implantable pulse generator (ipg) showed that the cardiac compass has invalid data. Ipg remains in use. No further patient complications have been reported as a result of this event.